Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins was shocking them since earlier today. Caller had turned ins therapy on using the therapy app and shocking increased, so therapy was turned off, but shocking persisted. Technical services (tss) discussed with manufacturer representative (rep) and nas, but caller already said they paged a rep. Caller asked if magnet can be used to turn device off, but tss confirmed device function. Tss offered to transfer to nas, but caller declined and disconnected call.

Manufacturer narrative:
H6: correction submitted to update labeled events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90q0 product type accessory product ID a52300 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported answers to the follow up letter. The patient said there was only one question which was "what steps were taken to resolve the shocking that was coming from the implantable neurostimulator?" The patient said they basically turned down stimulation and the shocking stopped. The patient said with the stimulation turned down the frequent urination came back. The patient said they had lost the adaptor and charging cables for the communicator and the handset so they weren't able to turn on the equipment so they weren't able to make an adjustment. The agent emailed repair to send a replacement adaptor kit. The patient said they would call patient services back for assistance making an adjustment. The patient reviewed information about changing programs.